Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that before use, the safety shield fell off of the bd vacutainer® eclipse¿ blood collection needle when it was removed from the box and the lock was opened. The following information was provided by the initial reporter, translated from chinese to english: "the customer took the eclipse out of the box and found that the lock fell off when the lock was opened before the needle was removed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the safety shield fell off of the bd vacutainer® eclipse¿ blood collection needle when it was removed from the box and the lock was opened. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer took the eclipse out of the box and found that the lock fell off when the lock was opened before the needle was removed."